Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No frozen screen noted. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with a cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump has unresponsive buttons and frozen display screens. Blood glucose reading was 217 mg/dl. Customer has treated with insulin pump. Troubleshooting performed. Advised that the insulin pump will be replaced. Nothing further reported.